Manufacturer narrative:
Date of investigation: 09-jan-2026. Result of investigation: the device was returned to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer could not be reproduced. However, the following defects were detected on the returned device: blade visually worn. Adhesive points on camera head worn. Leaky. The device passed the quality test at the time of delivery. According to the technical inspection, the issue described by the customer could not be reproduced. Based on the defects found on the device, it is concluded that improper handling during the overhaul process damaged the adhesive on the camera head, allowing moisture to penetrate the interior and damage the electronics, which is presumably responsible for a brief failure of the light and image transmission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the light and camera randomly turned off and after a few seconds back on again on several occasions whilst in use on a patient. During procedure of tube exchange from oral to nasal endotracheal tube, the incident occurred on several occasions during the procedure. Given it was an elective procedure in a patient with good oxygen exchange, the time duration (estimated about 5 seconds at a time) the blade turned off did not have significant effects on the oxygenation. During the actual moment of moving the nasal tube through the larynx the blade worked properly." No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: 20250013713.